Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented to the hospital with unresolved symptoms after implant. No changes or interventions were reported. The patient condition was unknown.